Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). This report is being filed to relay additional information. The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to may 2009 where it was identified a robust DHR indexing and handling process was not in place. A corrective and preventative action (CAPA) implemented a serial number logbook to correct this issue. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was reported that during inspection of a meshgraft, it was found that there was a damaged cutter and a missing ratchet screw and that the device needed the side plate update. A zimmer meshgraft ii serial number (B)(6) was already at a zimmer facility and was available for evaluation. Evaluation of the device occurred on 24 may 2019 noted that device was out of calibration, and that there were not original screws installed into the ratchet handle. Upon further evaluation, it was noted that the cutter was defective and that the device needed the sideplate update. The device still produced a passing mesh despite the noted deficiencies. Repair of the mesher occurred the same day and involved replacing the cutter, multiple screws, and the side plates as well as recalibrating the device. The technician then tested and verified that the meshgraft was functioning as intended and the device was returned to the customer without further incident. The device was tested, inspected, and repaired. While the service technician does find that there was a damaged cutter on the device and that the ratchet was missing a screw, it cannot be determined from the information provided as to how these issues occurred. As such, a specific cause of the reported issues cannot be determined. During evaluation of the device, though, it was found that the ratchet handle had non-original screws installed into the ratchet. The instructions for use states to not disassemble the device and that the device should be returned to a zimmer authorized repair facility for servicing. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
During repair/inspection it was reported that the device side plates was updated, damaged cutter and missing rachet screw was replaced. It was re-calibrated. There was no alleged malfunction reported from the user/customer. No adverse events were reported as a result of this malfunction.